Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter distal to the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, administration of chemotherapy (paclitaxel, weekly schedule in a program of sequential therapy with anthracyclines). Duration of the administration of the complete cycle 03h 20m. At the end of the chemotherapy, during the washing procedure, administration of physiological solution with 10cc luer-lock syringe there was difficulty of flow in which sf leaking from the base of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq2470 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported, administration of chemotherapy (paclitaxel, weekly schedule in a program of sequential therapy with anthracyclines). Duration of the administration of the complete cycle 03h 20m. At the end of the chemotherapy, during the washing procedure, administration of physiological solution with 10cc luer-lock syringe there was difficulty of flow in which sf leaking from the base of the catheter.